Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that display screen began blinking and then all buttons became unresponsive. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken belt clip slot , cracked battery tube threads and a missing end cap sticker.